Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1234802) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained on the right groin via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that immediately after the device was deployed a hematoma (4cm x 2cm) was noticed to be forming distal to the puncture site. Manual compression was applied for 15 minutes at which time the hematoma seemed to be resolved. While the patient was in recovery; a second hematoma (approximately 4cm by 2cm) formed at the puncture site. Manual compression was applied (a second time) for 15 minutes, at which time, the hematoma seemed to be resolved. Approximately 1 hour later, outside of the recovery area, a third hematoma (approximately 4cm by 2 cm) formed (same location). Manual compression was applied a third time for 15 minutes with no further complications noted. It was also noted by the aci sales professional, that the patient was non-compliant and kept moving around. An ultrasound was performed which confirmed that there was no pseudoaneurysm present. The patient was hospitalized overnight for unrelated and unspecified reasons. No further information is available.